Event description:
The pt reportedly experienced a csf gusher during the implant surgery in the morning. The surgeon packed the implant site. That night, the surgeon explanted the pt's device and re-packed the site to seal the gusher. Advanced bionics will submit a supplemental report once new information is obtained.